Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("it came out in pieces, and the entire thing did not even come out") in a (B)(6) female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure expiry date mar-2017, attempted insertion on (B)(6) 2017". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("on both ostia the inserting device would not release the coil") and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2017: quality safety evaluation of product technical complaint. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("it came out in pieces, and the entire thing did not even come out") in a (B)(6) year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure expiry date mar-2017, attempted insertion on (B)(6) 2017" and wrong technique in device usage process "handling error". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("on both ostia the inserting device would not release the coil") and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2018: update of quality-safety evaluation of ptc. New event added-handling error. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("it came out in pieces, and the entire thing did not even come out") in a 37-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure expiry date (B)(6) 2017,attempted insertion on (B)(6) 2017" and wrong technique in device usage process "handling error". The patient's past medical history included parity 3, multi gravida and vaginal delivery ((B)(6) 2000, (B)(6) 2055 and (B)(6) 2008). She denied history of metal allergy or pelvic pain. Previously administered products included for an unreported indication: motrin on (B)(6) 2017, ketorolac on (B)(6) 2017, vicodin on (B)(6) 2017 and xanax on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("on both ostia the inserting device would not release the coil") and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage had not resolved and the device deployment issue and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: during insertion both tubal ostias were visualized. Breakage was diagnosed during placement - left catheter ad right implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pregnancy test: on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2018: device breakage with essure questionnaire received - patient weight, height, medical history and lab data added. Information about insertion added. Outcome of event device breakage updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("it came out in pieces, and the entire thing did not even come out") in a (B)(6) female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: expired device used "essure expiry date mar-2017, attempted insertion on (B)(6) 2017". On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("on both ostia the inserting device would not release the coil") and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.